Event description:
Customer reported an intermittent artifact on brain imaging that has the potential for misinterpretation, which could result in a misdiagnosis.

Manufacturer narrative:
(B)(4). The reported event is under investigation and a follow-up report will be submitted when the investigation is complete. Internal reference: initial mail date: (B)(4) 2012.